Manufacturer narrative:
Per the field service representative (fsr) the end user stated that the fraction of inspired oxygen (fio2) setting would jump up and down and required constant adjustment during the case. They were able to monitor the oxygen (o2) with the blood parameter monitor (bpm) successfully to complete the case. The fsr observed the epgs the following day and after initial calibration, the epgs would require another calibration but would never go over approximately 60 o2 saturation. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor output to be 11.1 millivolts (mv) in ambient air which is within the specification range of 9 and 13 mv. The electronic patient gas system (epgs) passed its initial calibration. The o2 sensor output was monitored during the calibration and was steady throughout. All o2 blend checks were acceptable. The pst observed that in the log there were several 'o2 sensor and blender disagree' events. After allowing the system to operate for approximately 10 minutes at 5 liters per min (l/min) and 90% fraction of inspired oxygen (fio2), a mismatch between the central control monitor (ccm) and the external o2 analyzer was observed. The sensor output, measured with the multimeter, increased from 47.2 millivolts (mv) to 86.7 mv and the %o2 went from 89.5 to 100, while the o2 analyzer reading changed by only 0.1%. It was determined that the o2 sensor output increased suddenly during use, causing the system to require an additional calibration. Per the service repair technician (srt) the epgs is end of service life (eosl) and will not be repaired.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.